Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. At this time, it was noted that the patient was experiencing st segment elevation due to an air embolism that was present in the patient. The physician did not perform any intervention or treatment, the air embolism and st segment elevation both resolved on their own. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. The patient did not experience any other complications as a result of this event, and they are expected to make a full recovery.